Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings:a review of the black box showed evidence of call service 087 and 052 alarms. During the 24 hour duration testing the pump emitted a call service 088 alarm preventing further investigation. The pump was opened to find moisture on the printed circuit board. The call service alarm was duplicated due to moisture ingress.